Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the visual inspection was performed and the device has the spring tip severely damaged (unraveled) and coil wire broken. The device returned was measured at three section using the micrometer: proximal section, middle section and distal section. All the outer dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that guide wire deformation occurred. The target lesion was located in the artery of the left lower leg. A 3 018/260 platinum plus(tm) guide wire was advanced to cross the lesion but was stretched and shredded. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed spring tip broken.